Manufacturer narrative:
(B)(4). Short feed, malformed clip, orange indicator did_not show up. The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it fed one conforming clip according to our manufacturing specifications and then, three short feed incidents occurred, causing clips with gap. During the last two firing sequences scissor clips were fed. In addition, the device locked out as intended but the orange indicator was not visible. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing the device jammed and no clips were deployed. A new device was used to complete the procedure. There was no patient impact.